Event description:
During a procedure one euphora rx ptca balloon catheter was used to treat a mildly calcified, moderately tortuous lesion exhibiting 80% stenosis located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties occurred during balloon inflation at 8 atm and the balloon was unable to be inflated. It was also reported that removal difficulties occurred and difficulty removing the balloon following attempted balloon inflation was encountered. The patient is alive with no injury.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the euphora balloon was being used to pre-dilate the lesion. There was zero inflation of the balloon and it could not be expanded so it was not possible to pre-dilate the lesion. The balloon was removed after some time. Removal difficulties were encountered when removing the balloon from the non medtronic guidewire. The device was not moved or repositioned while inflated. The same inflation device/pressure gauge was successfully used with other devices. Event date provided. Initial reporter phone number provided. Product analysis: the device was received for analysis. The guide wire did not return with the device. A kink was evident on the hypotube. The device returned with a detachment of the leur. A kink was evident on the hypotube distal to the detachment site. The hypotube material was oval and jagged on the detachment site. The device returned with balloon folds expanded. Proximal balloon bond was necked. It was not possible to perform negative prep or inflate the device due to the condition of the balloon bond and the detached leur. A 0.014 inch guidewire could not be backloaded through the tip or frontloaded through the exchange joint and advanced distally through the distal tip due to the necked balloon bond. No other damage evident to the remainder of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a detachment of the luer was found and it had happened after the device was removed from the patient. Correction: section a.1. Pt. Identifier. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.